Event description:
The customer reported via phone call indicating that the insulin pump had a broken piece at the button end of the device. Customer's blood glucose was 164 mg/dl. The customer does not know how the damage occured. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return for product analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.